Manufacturer narrative:
This report originally filed as 9612169-2022-00483. The product was not returned for analysis. The complaint history and product history records for the reported lens model indicated could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The account indicated the use of a qualified associated cartridge and viscoelastic. The handpiece used was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Information was provided that the lens may have been loaded during phaco and may have likely been in the loading device longer than 3 minutes. Per the instructions for use (IFU): follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during intraocular lens (iol) implant procedure, it was noted that, the lens was defective. Lens was not implanted. Additional information was requested.